Event description:
It was reported to philips that the device has a battery discharge issue. There was no patient involvement.

Manufacturer narrative:
The authorized service provider (asp) evaluated and tested the device and no fault could be found. The authorized service provider (asp) evaluated the device and no fault could be found. The device to be returned to customer.